Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane . These 10-minute timeouts had filled the device memory, resulting in ¿warning, memory full prompts¿ as per the reported fault. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically and announcing memory full. There was no patient involved in this event.

Event description:
Device switching on automatically and announcing memory full. There was no patient involved in this event.